Event description:
It was reported the customer experienced an elevated blood glucose (bg) level was 21 mmol/l; cause was due to altitude alarm. Customer delivered correction bolus via pump to address bg level. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer continued to use pump for insulin therapy.